Event description:
(B)(6) called regarding packaging for simplex tobramycin cement. A single intact package of simplex tobramycin cement fell from a cart and the glass broke inside the package on impact with the ground. Pregnant women and an employee were exposed to the fumes. The employee had a reaction to the fumes which resulted in them having to visit a doctor(at this stage, no adverse consequences). The concern is that the packaging is too flimsy for the inner contents and cannot withstand a fall.

Manufacturer narrative:
An event regarding packaging damage involving simplex packaging was reported. The event was not confirmed. Evaluation of the product was not possible as it was not returned and photographs were not provided. Device history review not performed as a device lot code was not provided. The event was not confirmed as the reported product or photographs were not provided for review. Based on the information provided, the unit carton with its contents, i.e. A powder pouch and an ampoule fell from a cart in the hospital and the glass broke inside the package on impact with the ground. The ampoule is a small glass vial and should accordingly be handled with care. It appears that this device was damaged due to inappropriate handling during transportation. No further investigation is required at this time.

Event description:
(B)(6) called regarding packaging for simplex tobramycin cement. A single intact package of simplex tobramycin cement fell from a cart and the glass broke inside the package on impact with the ground. Pregnant women and an employee were exposed to the fumes. The employee had a reaction to the fumes which resulted in them having to visit a doctor (at this stage, no adverse consequences). The concern is that the packaging is too flimsy for the inner contents and cannot withstand a fall.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.